Event description:
(B)(4). I have been having horrible pain in my only remaining ovary (right one) due to essure giving me pcos. I will include a picture of this one particular cyst. I get these cysts several times a month now, even after having a hysterectomy to remove essure back in (B)(6)! The pain is horrific! I am now being put on birth control (of all things) to help keep these cyst's small as to not cause anymore damage than has already been done to my only ovary I have left at (B)(6) years old!